Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided.

Event description:
It was reported that this lead was explanted due to helix extension issues that lead to a possible fracture. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was not able to be successfully implanted due to helix extension issues that lead to a possible fracture. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.